Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was received at the product performance engineering lab. The image appeared to indicate a blood clot at the distal tip of the catheter. In addition, the case study was analyzed. The case study indicated rises in impedance in the anterior wall of the right superior pulmonary vein during ablation 48, 49, 90, and 104. These ablations occurred when the tip thermocouple temperature value was 40 degrees celsius or greater. The rises in impedance appeared to correlate with rises in contact force during ablation. No visible anomalies were noted on the distal tip of the returned device. Electrode 1 and the both thermocouples met specifications during electrical testing. In addition, the device met specifications during temperature testing and flow rate testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the impedance value increased while the anterior wall of the right superior pulmonary vein was being ablated. A blood clot was noted on the tip of the catheter following removal from the patient. The procedure was completed without replacing the catheter with no adverse consequences to the patient.